Manufacturer narrative:
Date of event unknown.the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): product unavailable for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was in the popliteal artery, with no vessel tortuosity; lesion type was de novo and mild calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 5 (mm), lesion length 15 (mm), pre procedure stenosis 90 %, and post procedure stenosis 0%. Lesion morphology showed eccentric stenosis and tight stenosis lesion. The patient 3 month follow up visit in (B) (6) 2006 vital status of the patient was alive. The target lesion remained patent since the procedure. The patient did experience an adverse event since procedure documented as healing failure. The patient did not have any intervention since the procedure on any vessel. No data reported for three and six month follow up.the twelve month follow up visit in (B) (6) 2007, the target lesion remained patent following the procedure. The patient did experience an adverse event since procedure "stade IV." The patient did not have any intervention since the procedure on any vessel.